Event description:
Complaint alleged that when the device was powered-up prior to being used on a patient, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.